Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was dislodged. It was reported that while inserting the dilator into the sheath it was noted that a piece of the hub was broken. The medical team stated, "the white foam piece was inside of the valve". The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 8-mar-2022, bwi received additional information regarding the event. The white foam like piece of the valve broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve became detached from the sheath. Air did not enter the patient¿s body. This did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No approximate volume of blood was lost. No medical intervention was required to stop the bleeding. Subsequently, on 18-mar-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve was dislodged. It was reported that while inserting the dilator into the sheath it was noted that a piece of the hub was broken. The medical team stated, "the white foam piece was inside of the valve". The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record review was performed for the finished device 00001871 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).